Manufacturer narrative:
(B)(4). Internal cross reference: (B)(4).

Event description:
The customer reported that when they press on load or unload pedal of the multi function foot switch (mffs), the table only travels down on a brilliance 64 CT. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The customer's biomedical engineer (cbe) reported that the table would move down when either the load or unload pedal was pressed on the mffs and that the motion would stop when the pedal was released. The cbe reported that the customer is utilizing the buttons on the gantry control panel to operate the system which are not affected.

Manufacturer narrative:
(B)(4). On 05-jan-2016, the customer reported the couch of the brilliance 64 CT system was moving in small steps vertically (addressed in a subsequent complaint) and when pressing the foot pedal, the table would only move downward. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. On 06-jan-2016, the customer¿s biomedical engineer (cbe) evaluated the system and determined the encoder belt had broken (addressed in a subsequent complaint). The cbe replaced the encoder belt and contacted philips service to request further evaluation of a multi-function footswitch (mffs) issue by a philips field service engineer (fse). Philips service evaluated the issue remotely by utilizing the philips proactive monitoring system (radar), which showed the following gantry warning: "s_command_button_stuck_error". On 08-jan-2016, the philips fse evaluated the system on site and placed an order for a new mffs. 05-feb-2016, the fse replaced the mffs at the customer site and determined the replacement of the mffs did not resolve the reported issue. Through further testing, the fse determined one of the gantry control panel plugs was faulty. The faulty plug was identified by testing each plug individually. The problem would only recur when the left side control panel plug was in place. On 09-feb-2016, the fse replaced the left hand (lh) rear gantry control to resolve the issue. The failed lh rear gantry control panel was scrapped and was not provided for further analysis. The fse did not provide a bugrep or system error logs for review. As the failed parts, bugreps, and system error logs were not provided for further analysis, CT engineering was unable to determine the cause of this malfunction. However, the fse replaced the lh rear gantry control panel to resolve the issue. CT engineering determined this risk to be acceptable. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. All systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.